Event description:
It was reported that surgery time was extended 30 minutes.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation is to determine the reason for the fracture of the tabs on the legion housing cam module. There was no destructive testing conducted during this investigation. The legion housing cam module showed scratches on all sides of the component. The fracture occurred at the junction between the tabs and the cam box. A fracture may occur when the forces applied to the component exceed the strength of the material. The exact reason for fracture cannot be determined from the information provided. A review of complaint history revealed that this is the first complaint we've received for this device/ failure mode. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.